Event description:
The patient had the device inserted on 05/21/98. Due to increased discomfort, the patient came back in for replacement. Physician found the bumper of the peg tube had buried itself in the abdominal wall and had inverted. There was no illness, injury or medical intervention resulting from the event. One patient involved.